Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A manual bolus was delivered to address bg level. Reportedly, the customer was using off-label insulin. Tandem technical support educated customer of proper insulin labelling.